Event description:
It was reported the device leaked. No adverse effects reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this showed the device leaked at the reservoir. Inspection showed the reservoir leaked at cracking at the tank cover. The investigation determined the condition of the tank occurred due to user damage.